Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. The patient's latitude monitor was flashing yellow lights. It was noted that the battery longevity was at 10% at most recent office device check a couple of weeks prior. The clinic stated that the beeping was due to a battery depletion (bd) alert with premature battery depletion (pbd) being suspected. Device replacement was advised. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted due to pbd. A new s-ICD was successfully placed. The product is not expected to be returned for further investigation at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. The patient's latitude monitor was flashing yellow lights. It was noted that the battery longevity was at 10% at most recent office device check a couple of weeks prior. The clinic stated that the beeping was due to a battery depletion (bd) alert with premature battery depletion (pbd) being suspected. Device replacement was advised. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. The patient's latitude monitor was flashing yellow lights. It was noted that the battery longevity was at 10% at most recent office device check a couple of weeks prior. The clinic stated that the beeping was due to a battery depletion (bd) alert with premature battery depletion (pbd) being suspected. Device replacement was advised. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted due to pbd. A new s-ICD was successfully placed. The product is not expected to be returned for further investigation at this time. No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.